Event description:
An ophthalmologist reported that a pt experienced a central corneal abscess, right eye, and was referred to the hospital. The pt was diagnosed with staphylococcus epidermidis infection. The pt was treated with antibiotics (tobrex and fluoroquinolone) and has fully recovered with visual acuity at 20/20. There is a small scar outside of the central zone. The ophthalmologist stated the pt was wearing a soflens contact lens. However, the reporting ophthalmologist does not have info on the specific brand name and the lot number is not known.

Manufacturer narrative:
The device was not available for return and analysis. The lot number is not known. Based on all available info, no causal factors can be determined and no conclusion can be drawn.